Manufacturer narrative:
Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6.

Event description:
It was reported that the patient's blood glucose level rose to over 300 mg/dl while wearing the pod between 1 and 4 hours. The patient reported that the cannula was not properly inserted in the infusion site (arm) which caused insulin to leak during wear. The adhesive became wet and had a noticeable insulin odor.